Event description:
Complainant alleged that during a routine shift check by a clincian, while using a multifunction cable the device displayed error message code "open air discharge" on the monitor screen. The complainant changed the multifunction cable and had the same result as above. The complainant indicated that there was no pt involvement in the reported failure.